Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The pt has a prior history of stenting of the lad for unstable angina in 2005. The pt presented with arrythmia and congestive heart failure. The 75% stenosed lesion being treated was located in the mildly to moderately calcified mid left anterior descending (lad) artery. The pt was admitted to the hosp for a repeat catheterization and a possible implantable cardioverter defibrillator (ICD) implant. The catheterization showed a discrete area of in-stent restenosis and an underexpanded stent in the lad with a cross-sectional area (csa) of 2.16mm2 and a diameter of 1.55mm. The patient was re-stented with a minimal csa of 6.4mm2 with a 2.75x16mm taxus and post dilated with a 3.0x8mm quantum maverick at 20atms. The final csa, after the post-dilatation was 6.4mm2 with a diameter of 3.0mm.